Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pace/sense impedance. There were two oversensed events with maneuvers. Noise and ventricular undersensing were also noted. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: (B)(4) competitor implantable cardioverter defibrillator (ICD) implant date: unknown; 1688t competitor implantable pacing lead implant date: unknown. (B)(4).